Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high impedance out of range pace impedance measurements of 2200 ohms to 2400 ohms after initial repositioning. Subsequent information from the boston scientific representative indicates that the lead was repositioned with success. The lead remains in-service. No additional adverse patient effects were reported. Additional information was received that approximately two years later, this ra lead exhibited a lead safety switch (lss) due to a high out of range pace impedance measurement of 2012 ohms. As a result, the pacemaker device automatically switched the ra lead from the bipolar to the unipolar pacing and sensing configuration. It was noted that the ra pace impedance measurements are exhibiting a gradual rise from approximately 1000 ohms to now 2012 ohms. In addition, there were inappropriate atrial tachy response (atr) mode switch episodes stored after the lss due to myopotential noise that was oversensed on the ra lead. Boston scientific technical services (ts) explained to the heathcare provider that this looks like a physiological process such as calcification on the lead rather than a lead fracture and provided guidance to evaluate the ra lead in the clinic. Ts provided guidance that if the ra sensing and threshold measurements are appropriate and the noise cannot be reproduced, consider increasing the pace impedance upper alert limit to 3000 ohms and continue to monitor. In addition, ts indicated to consider reprogramming the ra lead to a unipolar pacing and bipolar sensing configuration and program the lss feature off and continue to monitor closely. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high impedance out of range pace impedance measurements of 2200 ohms to 2400 ohms after initial repositioning. Subsequent information from the boston scientific representative indicates that the lead was repositioned with success. The lead remains in-service. No additional adverse patient effects were reported.